Manufacturer narrative:
(B)(4), 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The pacemaker involved in this MDR was interrogated during scheduled f/u on (B)(6) 2010. The physician reported that during a sensing test (using temporary programming screen, i.e. "Temp." Mode), the programmer displays an incorrect ventricular max sensing value. Reportedly, the problem is reproducible: when the programmed v sensing polarity is bipolar, and if v sensing polarity is programmed to unipolar in "temp." Mode, an artifact (non-physiologic high-amplitude signal) appears at the beginning of the test; this amplitude will be stored as the max value in the test screen, although this measurement is incorrect, according to the physician.